Manufacturer narrative:
Additional narrative: (B)(6). Patient weight not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill guide for a bme staple implant broke into two (2) pieces during a midfoot fusion on (B)(6) 2017. The surgeon continued to use the drill guide to complete the procedure. The fragments were easily retrieved. There was no surgical delay. The procedure was successfully completed with good patient outcome. Concomitant device reported: elite compression implant kit 18x18x18mm 2 legs (part el-1818s2, lot number unknown, quantity 1). This report is for one (1) elite compression implant drilling template (B)(4).